Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. There was a "notice: filling slowly" message and then during fill 1 fluid was noted to be leaking from the stay safe pin. There was no fluid in the cycler. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event. The patient discarded the set, but is still using the same cycler as there was no fault indicated with the cycler. The patient is doing treatments with new supplies and no furthers issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. There was a "notice: filling slowly" message and then during fill 1 fluid was noted to be leaking from the stay safe pin. There was no fluid in the cycler. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event. The patient discarded the set, but is still using the same cycler as there was no fault indicated with the cycler. The patient is doing treatments with new supplies and no furthers issues.